Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the left internal carotid artery with one xact stent. On (B)(6) 2012, the patient experienced bradycardia with the heart rate decreasing to 41 beats per minute. The patient was treated with atropine and an external pacemaker was applied. The patient's condition resolved on (B)(6) 2012 and the patient was discharged home. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported patient effects of bradycardia is a known observed and potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.